Event description:
The facility from ireland reported in 2009, that a female pt was hospitalized, and the pt's condition deteriorated with de-saturation and acidosis. The pt was transferred to the intensive care unit (ICU). One hour into hemodialysis therapy using a xenium dialyzer, the pt was noted to be 'slightly cyanosed'. The saturated oxygen level (sp02) was checked and the level was noted to be 77%. A kink was noted at the arterial end of the xenium dialyzer. A blood sample was drawn. During centrifuge the sample was noted to have serum color change. The pt expired three days prior. The listed cause of death was myocardial infarct (mi). No autopsy was performed. There is no copy of the death certificate available at present.

Manufacturer narrative:
One sample is available for eval and has been requested. Should the sample be received for eval, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.